Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 12 as lvp 20d 1.2m had flow issues or were clogged during use. The following was reported by the initla reporter: "it was reported that the pump set with 1.2 micron filter is not being able to prime especially past the filter or the pump alarming. Verbatim: "I have a few sets in my office and reports over the past week from department that utilizes 2202-007 pump set with 1.2 micron filter not being able to prime especially past the filter or the pump alarming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-19. H6: investigation summary. Three used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. One unused sample model 2202-0007 was returned with the used samples for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the used tubing sets and massaged out. No other defects or abnormalities were observed. The unused set was attached to a bag filled with blue dye water and allowed to prime. The sample primed as expected. All sets were then were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The unused sample primed as expected. The used samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 12 as lvp 20d 1.2m had flow issues or were clogged during use.the following was reported by the initla reporter:"it was reported that the pump set with 1.2 micron filter is not being able to prime especially past the filter or the pump alarming. Verbatim:"I have a few sets in my office and reports over the past week from department that utilizes 2202-007 pump set with 1.2 micron filter not being able to prime especially past the filter or the pump alarming."